Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. Pump was planned to be returned for evaluation, and replacement pump was provided.